Event description:
It was reported that 2 days after a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The lesions being treated were located in the circumflex (cx), mid left anterior descending (lad), and mid right coronary artery (rca). The vessel size was 3.0 mm. The lesions were pre-dilated. The physician placed a taxus express2 8.8% 3.0 x 16 mm drug eluting stent in the cx, a taxus 2.75 x 24 mm stent in the mid lad and a taxus 2.5 x unknown length stent in the mid rca. The stents were not post-dilated. The stents were well positioned and well apposed. Plavix was administered pre-procedure and for follow-up. Two days later the pt presented with chest pain. A stent thrombosis in the cx was confirmed. The treatment was an angioplasty with an unknown size balloon. The pt's condition is reported as good. In the opinion of the physician, it is unknown if the thrombosis is related to the stent.